Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noted that one of the haptics was stuck behind the optic. Two weeks following the initial surgery, the patient was taken back to the o.r., the haptic was separated from the optic and the iol was centered.